Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 109 mg/dl. Customer also reported feeling ill and dry heaving prior to being hospitalized. The customer also stated they have been off insulin pump therapy since (B)(6) 2015 prior to their hospitalization. Customer also reported receiving a compromised force sensor system alarm on their insulin pump. The customer's drive support cap appeared to be normal. The customer also had several scratches on their insulin pump's screen. Customer stated their insulin pump was functional. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed and monitored for 2 days with no alarms noted. The insulin pump had an alarm in the alarm history screen due to corrupted history file. The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and unexpected error test. All operating currents are within specification. Off no power alarm functioned properly. The insulin pump was unable to prime during prime test due to faulty force sensor. No prime alarm noted. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.